Manufacturer narrative:
(B)(4)..

Event description:
On (B)(6) 2015, an embolectomy procedure was performed on an (B)(6) female with a submassive right pulmonary embolism, using the flowtriever retrieval/aspiration system. The patient had right heart strain determined by echocardiogram. The pt underwent general anesthesia. Access was gained through the femoral vein. While advancing the aspiration guide catheter (agc) over the amplatz ss ex guidewire, the treating physician noted resistance in the right ventricle. The flowtriever catheter, was advanced inside the agc into the region of the right main pulmonary artery/right upper lobe. Th flowtriever catheter was deployed, retracted, but no clot was extracted. The physician decided to make a second pass by re-introducing the agc over the guidewire. Resistance was again met in the region of the right ventricle. Before the second flowtriever catheter could be introduced, the patient coded. Cardiopulmonary resuscitation and lifesaving maneuvers were attempted and a short time later, the pt died. The physician is uncertain about the cause of the event, although, the patient's age may have been a contributing factor. There was minimal blood in the chest cavity, suggesting a vessel puncture had not occurred.